Manufacturer narrative:
This report is submitted on january 20, 2022.

Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2022, under general anaesthesia for imaging purposes. Reimplantation is planned but had not taken place at the time of this report.